Event description:
It was further reported that the previously placed stent was deployed a week before with no complications. It was fully deployed at nominal only once with no problems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, stent movement of a previously placed stent occurred. The lesion being treated was located in the right renal artery. The physician was introducing a non-bsc 7 french x 45 cm sheath into the right groin. When he looked on flouro to remove the dilator from the sheath, he noticed that the sheath had pushed the previously placed express ld 9x25mm stent up into the aorta at the level of the renal artery. The sheath was exchanged for a 7 french x 25 cm standard sheath and snaring was attempted unsuccessfully. A 8 mm x 4 cm non-bsc balloon was advanced over the wire and through the stent. The balloon was inflated to 4 atm and the stent was "grabbed" and pulled back down to the iliac. It was deployed in the iliac with about 10mm of the stent extending into the aorta. The physician gained access on the left with another 7 french x 25 cm sheath. Another 8 mm non-bsc balloon was introduced and they performed kissing balloon angioplasty of the bilateral stents. The aortic bifurcation was raised slightly and all was acceptable. The physician then placed a self expanding stent overlapping the proximal end of the right iliac stent. No patient complications were reported and patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).